Event description:
During a surgery, the doctor was shocked twice by the device. The shock was precipated by a gap between the device insulation and the cable housing at the device/cable junction. The doctor noted the gap before use and still attempted use against the recommendation of the charge nurse.